Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No audio/vibrate anomaly/absence of alarm noted during testing. Pump error 23 was noted which was expected. Low reservoir alarm was set to 20 units, and it alarmed at 10 units and functioned properly. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump and carelink. Pump error 23 was found in the history files on (B)(6) 2025 15:20:04.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: on (B)(6) 2025 15:20:17.000, fault 11: on (B)(6) 2025 01:08:00.000 and fault 73: on (B)(6) 2025 00:37:00.000 were found in the history files and traces. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2024 11:16:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found damage on the pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Charge/battery lasts less than expected was not confirmed. Unexpected battery power loss not confirmed. Pump error 23 not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Low reservoir anomaly is not confirmed. Cosmetic damages were noted during visual inspection. Moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump charge/battery lasted less than expected, unexpected battery power loss, pump error 23, audio/vibrate anomaly/absence of alarm, low reservoir anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The customer would discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.